Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, pause episodes due to loss of contact in the pocket were noted. No intervention was performed. The patient was stable.

Event description:
New information noted that more pause episodes due to undersensing were noted on (B)(6) 2019 via merlin.net transmission. The device had loss of contact. No intervention was performed.